Manufacturer narrative:
It has been reported that the servo-u generated several technical alarms referring to software, ventilation and communication errors. The ventilator was investigated onsite by our field service engineer (fse), expiratory channel printed circuit board (pcb) was found to be defective and the fse resolved the reported failure by replacing it. The ventilator passed all functional and safety test and was cleared for clinical use after that. Due to the lack of logs, this cannot be confirmed. The pcb was sent for further investigation. The pcb was then tested in our ventilator laboratory. Several pre-use checks were performed before and after ventilating for over a week. All without issue, the reported problem could not be reproduced. The root cause for the reported issue could not be determined. Expiratory channel printed circuit board is part of subsystem breathing bre. The main functions are expiratory flow measurement and expiratory cassette handling. Expiratory flow measurement is performed by the flowmeter in the cassette. It's connected to the cassette via expiratory channel connector printed circuit board. Based on the information above this complaint will be closed.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes. No more information was available. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes. The ventilator was investigated by our field service engineer on site and the expiratory channel printed circuit board (pcb) was determined defective and replaced which solved the issue. No log files have been provided and the expiratory channel (pcb) have not been returned for technical investigation. Therefore, the root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).